Manufacturer narrative:
(B)(6). One endotracheal tube returned for analysis. Visual inspection performed and product found to be in good condition. The package was received without its original packaging. Customer's complaint was not verified. Use testing was performed. The sample was inflated using a syringe and the product submerged under water in order to detect any leakage. No leakage was found. The problem source is unknown.

Event description:
Information was received that the endotracheal tube was damaged due to an air leak. No reported adverse effects.